Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was suspected to be fractured by emergency room staff. The patient reports feeling shocks. Upon interrogation, patient was in an irregular rhythm and pacing and sensing intermittently. During isometrics a small amount of myopotentials were observed. All lead diagnostics, tests and daily measurements were normal. A chest x-ray was performed revealing a secure connection and no lead damage or fracture. Currently, this lead remains implanted and in service. No adverse patient effects reported.